Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No compromised force sensor system alarm noted during testing. The insulin pump had scratched display window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during prime and fill. The customer's blood glucose was 16.7 mmol/l at the time of incident. The customer stated that the insulin was squirting out. The insulin pump will be returned for analysis.